Manufacturer narrative:
Correction: b3 and f10/h6: component codes (replace codes). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of an unspecified access set was leaking out of the connection port most proximal to the drip chamber. There was no patient involvement. No additional information is available.